Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be completed.

Event description:
As reported: physician was performing a complex multivessel intervention in a heavily calcified lesion when the tip of the turnpike spiral broke off. They were able to retrieve the tip and the patient was not harmed. Additionally, the lab manager who reported, stated there was another turnpike spiral tip separation recently, however, she doesn't have specific information. This report is associated to MDR 2134812-2020-00004 and MDR 2134812-2020-00005.